Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the insertion procedure, the catheter could not be smoothly advanced into the patient's body, and the insertion attempt was obstructed. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the catheter could not be smoothly advanced into the patient's body" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "during the insertion procedure, the catheter could not be smoothly advanced into the patient's body, and the insertion attempt was obstructed. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".